Manufacturer narrative:
Investigation pending.

Event description:
Patient self tester had discrepant results. Patient given lovenox after her 1.1 result. Patient is no longer receiving lovenox. New lot (#222168) used on (B)(6) 2010. Patient's target therapeutic range is 3.0-4.0.